Event description:
The proximal balloon ruptured near the end of the procedure. The trellis balloon had already been inflated once and taken down and then reinflated. At some point during oscilation, the balloon ruptured.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is unavailable.additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis catheter was received for evaluation without any of the syringes, the odu or any other ancillary devices from the procedure. The proximal balloon exhibited a pinhole leak centered between the marker bands. The leak was longitudinal in appearance but less than 1mm in length.